Event description:
The dome detached in the stomach during percutaneous removal. The dome was successfully removed endoscopically. The device was in place for approximately six months and replaced with another.